Event description:
Trial got stuck on inserter. Could not remove.

Manufacturer narrative:
Method: device history review and device evaluation. Results: manufacturing records review did not indicate any issues with the reported lot. Visual inspection noted the tip of the slide trial handle was confirmed to be damaged. Material analysis results show that "the trial threaded boss and the trial handle threaded tip because damaged as a result of cross-threading. The measured hardness on the trial handle was within the required specification. Each part conformed to the specified alloy on the print. No materials or manufacturing defects were found." Conclusion: the plausible root cuase for the reported event is the improper impaction during the trial insertion.

Event description:
Trial got stuck on inserter. Could not remove.